Manufacturer narrative:
Concomitant products: product ID 37651, serial # (B)(4), product type recharger; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389-40, lot # v002159, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot # j0209882v, implanted: (B)(6) 2002, product type lead; product ID 64001, lot # n475372, implanted: (B)(6) 2015, product type adapter; product ID 748240, serial # (B)(6), implanted: (B)(6) 2006, product type extension; product ID 64001, lot # n494124, implanted: (B)(6) 2015, product type adapter; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
A consumer reported the patient thought the implantable neurostimulator (ins) shifted and that was causing the patient programmer to not show on and okay icons on the screen. The patient was not able to see the on and okay icons, but the patient was able to see on and okay after changing to abc mode on the programmer. The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.